Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized for a high blood glucose on (B)(6) 2016. Customer stated that she had a blood glucose over 300 mg/dl for the past few days. Customer's blood glucose was 247 mg/dl at the time of the incident. Customer's current blood glucose is 106 mg/dl. Customer treated with a multiple daily injection. Customer was wearing the pump at the time of the emergency room visit. Customer had unexplained high blood glucose for a few days. Customer declined to check for possible site/insulin issues. Customer declined to check their settings. The nurse was unable to verify answers and will have the diabetes educator call back.